Event description:
The customer was hospitalized for high bgs. It was informed that the customer changed the set and was not able to prime. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. However, the device alarmed several times. The escape and activate button were unresponsive. The batteries were changed and the buttons still did not respond.